Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad plunger clamp in the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was insp, tested without further problem, and returned to svc.